Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was over 600 mg/dl. The customer administered a corrective bolus and manual injection. The customer required the assistance of a family member to test bg level and administer a manual injection. Reportedly, the customer had changed the cartridge and infusion set multiple times and declined to troubleshoot the current supplies. The customer changed supplies and resumed insulin delivery.